Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh33 staples would not form at all, even though the doughnut was perfect and the washer was cut as intended. A new instrument was used to complete the case. There was no consequence to the pt.